Event description:
During treatment of a restenotic stent in an om branch, "ivus" was used to evaluate the artery. The left coronary system shut down during "ivus." Attempts to place a rotawire floppy and use a rotabular burr were unsuccessful. The pt was put on a balloon pump, a stent was placed and the pt was taken to surgery. The physician reported there was no product problem.